Event description:
A 5.0mm cannulated locking screw which was implanted in 2003 confirmed by x-ray about five months later to be backing out. Surgeon explanted the screw and replaced it with a new one. Surgeon was treating pt with proximal tibia fracture.